Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: visual analysis of the returned device identified one crack opening. Leak test and microscopic analysis was performed which identified one crack opening and one striated opening.based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening striated in the side posterior assessed as surgical damage.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.